Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was water ingress to the subject device. The issue was found during an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information reported by customer.

Manufacturer narrative:
This report is being supplemented to provide a information from the final investigation report. Updated b3, b5, h8, h10 added h2, h3, h4, h6, h11 the device was returned to olympus for inspection. A root cause was component failure. Based on the results of the investigation, it is likely the following led to the malfunction: printed circuit board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.